Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 01-jul-2015 replaced the column, replaced the filter, recalibrated instrument. Ran controls and precision, qc (quality control) is good. Instrument is working good. The most probable cause of the reported event was a faulty column and calibration lot#.

Event description:
On (B)(6) 2015 the customer reported control recovery errors with their hlc-723g8 analyzer. Customer reported high in range with cap. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.